Event description:
Screw thread has stripped off the create wire coil. This caused a surgical delay of one (1) hour. Qty: 2.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.